Event description:
It was reported that the left ventricular (lv) pace percent has decreased from 100 percent to 25 percent. The patient was brought into the clinic and boston scientific technical services (ts) was consulted. Upon review it was noted that the lv lead may have dislodged as it appears to be oversensing the atrial signal. The lv protection period (lvpp) occurs and withholds the atrial pace. Ts suggested obtaining an x-ray to assess lead position and turn off lvpp or atrial sensing. The lv lead remains in service and no adverse patient effects were reported. The local area sales representative is attempting to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information as received that the lv lead was explanted approximately one and a half months later due to loss of capture. A new lv lead was implanted during the procedure. The cardiac resynchronization therapy defibrillator (crt-d) was explanted for therapy upgrade and a df4 crt-d was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) pace percent has decreased from 100 percent to 25 percent. The patient was brought into the clinic and boston scientific technical services (ts) was consulted. Upon review it was noted that the lv lead may have dislodged as it appears to be oversensing the atrial signal. The lv protection period (lvpp) occurs and withholds the atrial pace. Ts suggested obtaining an x-ray to assess lead position and turn off lvpp or atrial sensing. The lv lead remains in service and no adverse patient effects were reported. The local area sales representative is attempting to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information as received that the lv lead was explanted approximately one and a half months later due to loss of capture. A new lv lead was implanted during the procedure. The cardiac resynchronization therapy defibrillator (crt-d) was explanted for therapy upgrade and a df4 crt-d was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) pace percent has decreased from 100 percent to 25 percent. The patient was brought into the clinic and boston scientific technical services (ts) was consulted. Upon review it was noted that the lv lead may have dislodged as it appears to be oversensing the atrial signal. The lv protection period (lvpp) occurs and withholds the atrial pace. Ts suggested obtaining an x-ray to assess lead position and turn off lvpp or atrial sensing. The lv lead remains in service and no adverse patient effects were reported. The local area sales representative is attempting to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.